Event description:
Resmed was asked by the dme (alpena oxygen & equipment co.) To perform a data download from a resmed flow generator that was used on one of their patients that died.

Manufacturer narrative:
The patient's family is alleging that the dme did not issue the correct flow generator to the deceased.